Manufacturer narrative:
The incoming inspection did not confirm the reported event. The shaft was corroded and the motor and bearings were worn. The corroded and worn components were replaced, the device was tested to specifications and returned to the customer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the device burnt out during use. There was no patient impact.